Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect power supply board was returned. Our evaluation of the module verified the reported malfunction and attributed the failure to a faulty transistor and capacitor.